Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The reprocessed scope was used in a case with a reprocesser where the water filter was not replaced on the recommended replacement date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related patient identifiers: 70, (B)(6).

Event description:
A customer reported to olympus the evis lucera elite bronchovideoscope could not drain water sufficiently when replacing the water filter. The user facility had 70 units in total. Regarding the tube attachment, the person in charge at the facility confirmed there were no problems with the procedure and the situation after. The water filters were not replaced every month and it operated for about half a year. There was no report of patient harm associated with this event.

Manufacturer narrative:
Updated: d9, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported ¿endoscope was reprocessed in oer-6 automated reprocessor whose water filter had not been replaced within a recommended time¿ issue could not be determined, however, the issue is believed to be the result of improper user handling/user error as the replacement frequency in the subject facility was reported to be approximately every half a year, by contrast to every 2 months of replacement frequency which was recommended in the instruction manual,. The event can be prevented by following the instructions for use section below: oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿. Olympus will continue to monitor field performance for this device.